Event description:
The stent was advanced to the lcx and the balloon inflated. However, upon removal of the balloon catheter, the stent had not fully deployed and migrated into the pt's leg. No attempt to retrieve was made.